Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet, with additional lows occurring after yard work and frustration with delayed cgm data and lack of an activity feature, and the user frequently announced multiple meals and occasionally paused insulin in attempts to correct glucose. This reportedly led to maladaptation of the system. Symptoms included hypoglycemia with a nadir of 42 mg/dl requiring treatment. Outcomes included self-management of hypoglycemia with oral glucose and subsequent protein intake. Investigation included troubleshooting and education with the user. Investigation of this case revealed user behaviors consistent with using meal announcements as correction and intermittently pausing insulin, which can interfere with algorithm adaptation. It was concluded that the reported hypoglycemia events were associated with user-driven interactions that affected insulin delivery and system adaptation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.